Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose readings throughout the morning without receiving alerts from the ilet device, and troubleshooting confirmed insulin delivery was functioning with successful tubing fill; the user has gastroparesis and had recently made a meal announcement, and education was provided on meal announcements, correction guidance, and continued monitoring. Symptoms included hyperglycemia. Outcomes included return of blood glucose to target range later the same morning. Investigation included remote review of device data and guided user troubleshooting. Investigation of this case revealed no device malfunction or delivery obstruction, and the event was consistent with a physiological cause such as delayed gastric emptying and meal-related variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user physiology rather than device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.